Manufacturer narrative:
Initial 3 of 5. E1: (B)(6). Country: united states of america. (B)(6). Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that infusion set tubing was leaking at the site and confirmed connector clicked into cannula housing/site when connecting the tubing to the site and it has been in use for forty-eight hours and patient had high blood glucose, and it was addressed by correction bolus via pump on (B)(6) 2026.